Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The report is from the study. The pt was a female. The pt had a history of hyperlipidemia, smoking, myocardial infarction, and hypertension. High risk criterial includes that the pt had a mi, greater than 24 hours ago and less than 6 weeks before the procedure. The target lesion was the proximal right internal carotid artery. The lesion was 66% stenosed. The length of the lesion was 12.38mm and the diameter was 4.25mm. The lesion was concentric and not tortuous or calcified. A precise rx 5 x 40mm stent was deployed at the target lesion. There was no stent malfunction. Final stenosis was 1%. An angioguard rx, size 5 basket, was deployed and retrieved successfully. There was no debris in the basket. The pt showed no neurological deficit when she left the angiography suite. The pt had an mi the day of the procedure. The pt was discharged the following day.